Event description:
Additional information: symptoms have resolved on (B)(6) 2017.

Manufacturer narrative:
(B)(4). Concomitant therapies: vitamin e, flax seed oil, and glucosamine. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of ¿swelling¿, ¿lip was hard and uncomfortable¿, and ¿some type of allergy because of inflamed perioral area¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions: patients may experience late-onset adverse events with use of dermal fillers, including juvéderm vollure¿ xc. Refer to adverse events section for details. Adverse events: aes at the nlfs after initial/touch-up treatment that required treatment included swelling treated with antihistamines and nsaids, injection site erythema treated with antibiotics, and skin mass that was biopsied and treated with steroids. The most common isrs that lasted for 8-30 days after initial treatment were: firmness (42.6%, 46/108), lumps/bumps (36.0%, 36/100), and discoloration (24.2%, 8/33). The most frequently reported isrs in the diaries were swelling (87.8%, 36/41), firmness (80.5%, 33/41), and tenderness to touch (78.0%, 32/41). The majority of isrs were mild or moderate and resolved within 3 days (table 5). One subject had mild injection site swelling that occurred after initial/touch-up treatment and was ongoing at the end of the study. This ae did not require treatment. Three adverse events at the juvéderm vollure¿ xc nlfs occurred weeks to months after the injection procedure. These events included mild swelling, moderate skin mass, and severe itching. Swelling was treated with fexofenadine hydrochloride and ibuprofen, the skin mass was treated with triamcinolone, and the itching did not require any treatment. All 3 events resolved without sequelae. Aes after initial/touch-up treatment occurring in = 5% of nlfs included injection site bruising, erythema, pain, discoloration, pruritus, reaction, and facial asymmetry. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported. Patient instructions: within the first 24 hours, patients should avoid strenuous exercise, extensive sun or heat exposure, and alcoholic beverages. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the injection sites.

Event description:
Healthcare professional reported that a patient was injected with one syringe of juvéderm vollure¿ xc in the perioral nasolabial folds. Five weeks later, the patient reported swelling in the bottom lip and the center of the lip was hard and uncomfortable. Healthcare professional¿s assessment was that patient was experiencing some type of allergy due to the inflamed perioral area. That day, the patient was treated with oral colchicine and injected with a mixture of hylenex, kenalog, and clindamycin in a nodule in the lower lip. The patient was seen again 3 days later and presented with three nodules in the center of the lower lip and treatment of .6 cc of hylenex (.2 cc per nodule) was administered. It is not known if the symptoms have resolved.